Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure wherein the old leads were revised and placed back. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).